Event description:
It was reported that during a supply change the cartridge became stuck in the pump chamber and the user subsequently had difficulty securing the cartridge and connector to the pump, consistent with a fitting problem of the reservoir and its connector; the user later confirmed incorrect connector attachment and completed the change successfully. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem related to cartridge fitment and connector attachment involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.